Event description:
It was reported that (1) hp052 was used during lap chole procedure. It was reported by the rep that the handpiece continued to emit constant tone and disposable tips were changed two times. The handpiece continued to emit tones. Opened another device to complete the case. There was no consequence to pt.